Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sza2, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect. The patient changed programs over the phone with a manufacturer representative. The patient experienced a loss or change of therapy in (B)(6) 2015. The therapy stopped helping with the patient's urinary symptom control. The minute the patient sat up in bed, they had to urinate and could not stop it. The symptoms were like they were before the patient was implanted. The patient had dizziness after changing programs on (B)(6) 2015. The patient had taken medication and it had not helped. The patient changed from program 3 to program 4. The patient fell in (B)(6) 2015 and was against a chair and kind of slid down the chair. The patient did not feel stimulation on (B)(6) 2015 and the therapy was confirmed to be on program 4 at 0.5v. The patient increased to 0.7v and felt stimulation. The patient had an appointment scheduled 2 weeks from (B)(6) 2015. The consumer further reported that the circumstances that led to the event were that device wasn't working and the patient also had vertigo, but didn't realize it at the time. The steps taken to resolve the issues were that the manufacturer representative talked the patient through changing the program to number 4 and the patient went to see their primary care physician (pcp) for the vertigo. The patient recently talked to someone about the incontinence because they couldn't get their manufacturer representative on the phone. The patient still had a terrible time at night. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.